Manufacturer narrative:
(B)(4). Batch # n92207: the analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the procedure was axillary clearance. He says the clip applier cut the vessel and there was a clip in the applier. He thinks the clip must have fallen into patient and the clip in the applier was the next one to come automatically into the jaws as on the other occasions the open clip was seen in the patient.

Event description:
It was reported that during a mastectomy procedure, one mcm20 of a different lot was used and there was no issue with this device, and then a second mcm20 was opened. The surgeon clipped a side branch of the lateral dorsal trunk and the clip applier cut the vessel. On looking at the applier, there was a clip in the jaws. The doctor continued to use the mcm20 and the incident happened on two more occasions though normal clips were delivered in between times. The blood loss was minimal and the time delay was minutes. The mcm20 was removed from the table and the case was completed with a reusable clip applicator. There were no adverse consequences for the patient reported.